Event description:
Adverse event (nos) [adverse event]. Case description: an spontaneous report was received on 23-aug-2010 from the hcp of a female, patient (initials and age not provided), who experienced an adverse event (not otherwise specified) after starting synvisc. On 24-aug-2010, the patient's hcp reported the following: the patient developed an adverse event (nos) after receiving synvisc and was treated with medrol dose pack. The patient's lab culture test was negative for infection. According to the hcp the patient responded well to the oral corticosteroids and was feeling much better. At the time of this report, the final outcome of the patient is unknown. For more information regarding other reports by this reporter, (B)(4). Manufacturer's comment: no further details were received. Further information has been requested.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.